Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Loss of capture and a rise in threshold measurements were also observed. The lv lead was confirmed to be fractured under the clavicle through x-ray. Surgical intervention was performed and the physician decided to cut the lead before the fracture and connect the remaining part of the lead to an adapter and then back to the device. The electrical parameters of the lv lead were found to be within acceptable range afterwards. The lv lead remains in service and there were no adverse patient effects reported.